Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device interrogation it was noted an electrical reset may have occurred. It was further noted high thresholds were seen on the right ventricular (rv) lead. The implantable pulse generator (ipg) and rv lead remain in use. No patient complications have been reported as a result of this event.